Manufacturer narrative:
One i3 unit and one i3 accessory set were returned for investigation. External and internal visual inspections of unit revealed fraying of the right ang ext cable. A replacement right ang ext cable was used and the unit was able to be powered on successfully. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming a frayed cable coming from the unit.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.